Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user found the ilet pump unsuitable for their routine because irregular meal patterns led them to announce meals primarily to correct glucose, and they preferred tighter manual control rather than the system¿s automated adjustments. Symptoms included none. Outcomes included product return without medical intervention. Investigation included review of available case materials. Investigation of this case revealed no device malfunction or component failure, and the device operated as designed per user report. It was concluded, based on previously established findings for similar reports, that the cause was use-related and related to user preference rather than a device failure.